Event description:
It was reported that the morning after the implant procedure, the patient experienced a cramp in their right leg, which was on the venous access side. A femstop was applied and was found to have a bruit at the start of the right femoral artery. No hematoma was found although superficial bruising was noted. Foot pulses were weak in the left and barely palpable on the right. The patient was referred to their general practitioner (gp) for further investigations. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that an ultrasound of the lower limb was abnormal indicating pulses barely apparent and arteriovenous (av) fistula in right groin. Results reviewed by vascular team and the patient is scheduled for an open repair. Patient underwent ligation right av fistula in groin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).